Event description:
A peritoneal dialysis (pd) patient contact reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt). The patient was diagnosed with an infection. It was initially reported that the patient was receiving antibiotic flushes to treat a ¿port site infection.¿ however, follow-up with the patient¿s clinical charge nurse (ccn) revealed the patient is being treated for peritonitis only, there is no exit-site, port and/or pd catheter (not a fresenius product) infection present. Instead, the patient reportedly presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal cramping and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided. The patient¿s peritoneal effluent culture result returned positive; however, the genus and species were not provided. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issues. The ccn stated the cause of the bacterial peritonitis is unknown, however there is no suspicion the serious adverse events were caused by a fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal cramping and cloudy effluent fluid, which required antibiotic therapy. The ccn stated that the etiology of the serious adverse events is unknown; therefore, causality could not be established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product failed to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt). The patient was diagnosed with an infection. It was initially reported that the patient was receiving antibiotic flushes to treat a ¿port site infection.¿ however, follow-up with the patient¿s clinical charge nurse (ccn) revealed the patient is being treated for peritonitis only, there is no exit-site, port and/or pd catheter (not a fresenius product) infection present. Instead, the patient reportedly presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal cramping and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided. The patient¿s peritoneal effluent culture result returned positive; however, the genus and species were not provided. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issues. The ccn stated the cause of the bacterial peritonitis is unknown, however there is no suspicion the serious adverse events were caused by a fresenius product(s) and/or device(s) deficiency or malfunction.